Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s wake/sleep button intermittently failed to respond to touch, as observed by the user and family members, and basic cleaning and finger condition checks were reviewed with the user. Symptoms included no adverse physiological effects and no impact to blood glucose control. Outcomes included no medical intervention, no hospitalization, and continued device use with monitoring. Investigation included troubleshooting and patient education focused on proper use and environmental factors. Investigation of this case revealed a suspected intermittent touch responsiveness issue at the wake/sleep interface without evidence of systemic device malfunction or therapy disruption. It was concluded, based on previously established findings for similar reports, that the cause was likely user¿device interface sensitivity under certain conditions.